Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed the distal end of the guidewire was unraveled and the core wire and outer coiled wire were broken. The weld tip was observed to be missing. A microscopic observation revealed both the core wire and the outer coiled wire were slightly curved and tapered at their respective break sites and the fracture surfaces of both wires were observed to be mostly flat and granular in texture, which is evidence of tensile failure. The product IFU states: ¿be careful when introducing guidewires, since mechanical damage can be inflicted upon the guidewire during insertion or removal of the wire, resulting in possible fracture of the guidewire¿ and ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the placement procedure, when inserting the guidewire through the introducer needle, the physician found it difficult to advance the guidewire. Allegedly, he withdrew the introducer needle and the guidewire, and then the guidewire was broken off at the site approximately 4 cm proximal from the guidewire tip. It was confirmed by the enhanced contrast examination that the distal fragment was left in the subcutaneous tissue of the axillary region. The anesthesiologist of the facility stated that local anesthesia is not able to be applied to the region where the guidewire fragment is left. Also, the physician and the anesthesiologist are concerned that the general state of the patient is poor and applying the general anesthesia to the patient for removing the guidewire fragment may worsen the patient¿s condition. The device was implanted via the right basilica vein for tpn for large bowel cancer.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device, not yet returned.

Event description:
It was reported that during the placement procedure, when inserting the guidewire through the introducer needle, the physician found it difficult to advance the guidewire. Allegedly, he withdrew the introducer needle and the guidewire, and then the guidewire was broken off at the site approximately 4 cm proximal from the guidewire tip. It was confirmed by the enhanced contrast examination that the distal fragment was left in the subcutaneous tissue of the axillary region. The anesthesiologist of the facility stated that local anesthesia is not able to be applied to the region where the guidewire fragment is left. Also, the physician and the anesthesiologist are concerned that the general state of the patient is poor and applying the general anesthesia to the patient for removing the guidewire fragment may worsen the patient¿s condition. The device was implanted via the right basilica vein for tpn for large bowel cancer.